Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿maxplus clear needless connector was attached to patient's port needle when accessing patient to obtain labs. A 10 ml syringe was attached in order to obtain the blood needed after port accessed. Once labs were obtained the syringe was removed from the maxplus cap. The blue rubber stopper inside the maxplus proceeded to stay within the cap and did not pop back as it normally does. A new maxplus cap was placed. The blue rubber stopper was pushed back but then popped back on its own and IV fluids were hooked up. A call was received from our infusion center later stating that when the IV fluids were unhooked, the blue cap still stayed pushed back and would not pop back into place. The infusion center wrote: blue positive pressure cap would not engage for several seconds after disconnecting the syringes. Blue piece remained inside the cap. After several seconds the blue piece engaged." An incomplete date of event of (B)(6) 2019 was provided. Section a: although requested, patient demographics not provided by customer. The event reportedly occurred in the nicu. There was no harm.